Event description:
It was reported that this right ventricular lead dislodged. The dislodgement was confirmed when there was loss of capture during a clinic check. As a result, a revision procedure was scheduled and the doctor opted to explant and replace the lead. There were no additional adverse patient effects reported.

Event description:
It was reported that this right ventricular lead dislodged. The dislodgement was confirmed when there was loss of capture during a clinic check. As a result, a revision procedure was scheduled and the doctor opted to explant and replace the lead. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.